Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise in the primary vector, potentially related to the sense b node. At this time no changes have been made and the electrode remains in service. No adverse patient effects were reported.